Event description:
Olympus (ofr) was informed that the customer (camera head) was returned to the olympus repair center for a reported no image defect. The no image problem was found during an unspecified event. Limited information was provided. No death, injury or harm has been reported.

Manufacturer narrative:
The subject device was returned to the olympus regional repair center for evaluation. The customer¿s reported defect was confirmed, no image displays due to a defective cable unit. As a result of the malfunction, the white balance could not be properly adjusted, therefore, error e311 (no white balance) was displayed. A visual inspection identified the cable unit was broken near the connection between protective boot cover and the video connector. The device was last serviced in december 2020 for a damaged cable unit. Additional information has been requested and is pending a reply from the customer. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no image¿ was confirmed. It was estimated that the cause of the reported event is a failure in the communication between the processor and the scope due to the breakage of the cable unit. The cause of the breakage could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.